Event description:
The customer called to report a button error alarm after the insulin pump was submerged in water. The customer also stated that there was water underneath the screen. The reported blood glucose reading was 243 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. Unable to test for the button error alarm due to the blank display.